Manufacturer narrative:
The technician removed and reinstalled the head down valve, which resolved the issue. The bed operates normally. Pursuant to our resposne to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the head section was drifting down.